Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on the same date, the patient was self-treated for an elevated blood glucose (bg) over 600 mg/dl with rapid, deep breathing and vomiting associated with an alleged call service alarm issue. Reportedly, the patient remained on the pump self-treated with insulin via injection to lower their bg level. Troubleshooting by animas customer support determined the patient¿s adverse event was associated with a training/misuse issue; animas customer support provided education on the call service 064 alarm. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse; no pump malfunction was indicated.